Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The right side seat frame returned for evaluation, and subsequent testing verified the complaint. The seat frame was broken. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The front of the frame is broken at the weld where the leg rest receiver goes into chair.